Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586 and 3004464228-2020-01007. Report ID number: cn-929237. Exemption number: e2014031. The received device had the cannula assembly partially deployed. The pink slide did not fully move forward into the viewing window and the formed needle was visible in the exposed portion of the soft cannula. Removal of the top housing found the slide insert fully move forward and the formed needle fully retracted. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted in a failure of the needle mechanism to retract the needle after needle fire. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not retract back into the pod. The pod was worn less than an hour.